Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse performed a total service call. The cse checked the lamp voltage, which was in range and checked all probed and alignment. The cse then checked the mixer operation and alignment. The cse checked the dilution washer and reaction tray washer aspiration and dispense. The cse cleaned the reaction tray washer. The cse found a valve from the reaction tray washer to be stuck. The cse cleaned the valve. The cse requested the customer to run quality control (qc) and precision, but did not complete this. The cse followed-up and found a partial blockage in the reaction tray washer b5 tuning and replaced the tubing. The cse checked the aspiration of all lines on the reaction tray washer and found the vacuum was partially blocked. The cse corrected the vacuum issue. The cse then ran 10 precision tests, which passed and then ran another 40 precision runs, which passed. The cause of the discordant, falsely elevated salicylate and urea nitrogen results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated salicylate and urea nitrogen results were obtained on patient samples on an advia 2400 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on an alternate advia 2400 instrument, resulting within the patient's clinical range. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated salicylate and urea nitrogen results.